Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. Evaluation summary: evaluation of the returned product noted blood and contrast visible in the inflation lumen and on the shaft and hub, which is consistent with a leak/separation while in the patients anatomy. The balloon catheter was returned with the balloon partially inflated. The shaft was separated at the guide wire exit notch. The distal end of the balloon was prolapsed. The separated portion of the shaft was returned inside a non abbott 5 fr guiding catheter and the partially inflated balloon was located at the guiding catheters tip. The fracture face of the separated distal shaft was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a kink in the hypotube 10.9 cm proximal to the separation and three bends in the hypotube distal to the strain relief tubing. The tip of the non abbott 5 fr guiding catheter was flared. An unknown guide wire was returned inside the guiding catheter. A copilot rhv was returned attached to the guide catheter. There was 99 cm of the proximal end of the guide wire extending out from the copilot. Factors that may contribute to difficulty deflating the catheter include, but are not limited to: unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the catheters are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. After the guiding catheter, guide wire and separated portion of the balloon catheter were soaked in warm water overnight, the separated portion of the balloon was removed from the guiding catheter. The separated portion of the balloon catheter could not be removed from the guide wire. It was reported that the voyager nc was inflated to 20 atmospheres (atm), which is above the rated burst pressure (rbp), which may have disrupted the balloon tri-fold and profile such that the balloon was difficult to deflate. Additionally, if the balloon was not completely deflated during retraction, this would contribute to resistance with the guiding catheter and if force was applied in the attempt to remove the catheter, this would have contributed to the shaft separating and the balloon folding over itself. Additional handling during the procedure likely contributed to the noted kink and bends. It should be noted that the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Due to the condition of the returned product, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that the voyager nc balloon catheter was being used for post-dilatation in the proximal right coronary artery. Multiple inflations were performed: 18 atmospheres (atm) for 15 seconds (sec), 20 atm for 25 sec and 20 atm for 30 sec. Afterwards, the balloon did not deflate, requiring the whole system to be removed together. No further intervention was required and no adverse patient effects were reported. No additional information was provided.